Manufacturer narrative:
The glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable and confirmed the reported issue. Visible damage to the cable receptac le was discovered and the cable was found to be faulty. The image was intermittent, there were lines on the screen and the test baton was only intermittently recognized. The cable was scrapped and a replacement was sent to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, the image was intermittent with lines on the screen. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.